Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device experienced dual egms. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device experienced dual egms. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device reached eri (elective replacement indicator) and that the patient experienced severe shortness of breath during this period. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.